Event description:
It was reported that during attempts to remove the catheter from the patient following completion of use, difficulty was experienced. The catheter was broken during the removal attempt with a piece remaining inside of the patient, which was confirmed by x-ray. The remaining fragment was removed by operation and no further complications were reported.

Manufacturer narrative:
Investigation included evaluating the returned portion of the device, which included the distal segment that had been surgically removed from the patient (the proximal segment of the catheter was not available for review). The lot number was not reported for the product involved in the event. The investigation indicated no evidence of manufacturing related issues that could have contributed to the event.